Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-mar-2025, the manufacturer was notified that the user was hospitalized for diabetic ketoacidosis (dka) after experiencing lethargy and a blood glucose (bg) level of 627 mg/dl. The infusion set was found to be disconnected. The user was treated with intravenous insulin and discharged after three days.